Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occured during a routine hemodialysis treatment which could not be resolved by the operator. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. The disposable cartridge was not available for evaluation. The cycler will be evaluated upon return. The cause of the alarm is not known at the time of this report. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.